Event description:
Caller reported that a cartridge leaked insulin at the bottom where the fill rod attaches to the cartridge. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully changed the cartridge and resumed insulin therapy, and the cartridge was returned for analysis as per the customer¿s resolution process.